Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. Damage consistent with the device being dropped was observed. The device's detachable battery was replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.